Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer had a calibration error alert on their insulin pump. Customer also reported experiencing a high blood glucose of 400 mg/dl earlier in the morning. The customer stated their high blood glucose was due to them not eating breakfast. Customer requested to have their sensor and transmitter replaced. No additional information provided.